Event description:
B5-the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of dizziness, headache, liver disease/toxicity, serve shortness of breath, general irritation and fatigue. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Addition information received on 06/08/2023 and section h 11 should be reported as: the manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of dizziness, headache, liver disease/toxicity, serve shortness of breath, general irritation and fatigue. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid and conclusion code grid was updated.